Event description:
Pt was a (B)(6) male with right middle cerebral artery (mca) m1 occlusion. Two passes were made with a merci retriever v 2.0 soft. Pt had a thrombolysis in cerebral infarction (tici) score of 1 after treatment. Hemorrhage was confirmed at sylvian fissure right after procedure. A 35.4 mg of tissue plasminogen activator (t-pa) was administered to the pt intravenously. Medical intervention was not performed. Physician believes that the hemorrhage was probably caused by damage to the vessel with merci retriever since the hemorrhage was confirmed during procedure.

Manufacturer narrative:
There was no evidence of concentric medical device malfunction and the device instructions for use lists related possible complications. Also, while the concentric medical device use may have caused or contributed to the pt outcome, there are other factors independent of the subject device (e.g., pt factors, device use factors, other devices employed, drugs administered, etc.) That also may have caused or contributed to the outcome. Because the device was not returned to concentric medical, a complete investigation could not be performed. Also, because the lot number for the device was not reported to concentric medical, the manufacturing records for the merci retriever v 2.0 soft device could not be reviewed.